Manufacturer narrative:
The patch has been removed from on-line distribution and is no longer available for download. An advisory was issued to all isoloc 6.5 031006 patch users on march 29, 2006. A new patch was issued exclusively to this customer to resolve this issue and was reported as working correctly. New patch was fully released on april 7, 2006.

Event description:
Customer reported, the printer used to print the lateral, longitudinal, and vertical coordinates the couch should reach once positioned properly, is printing the longitudinal stop coordinate at each of the lateral, longitudinal, and vertical. It is not giving the correct information.